Manufacturer narrative:
A review of the manufacturing records indicates the lot met all pre-release specifications. The device remains implanted. Therefore, product analysis was not possible. It is unknown if the event was related to the viabahn devices. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was to be implanted with gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat aberrant right subclavian artery. The patient's diameter at the opening of the right subclavian artery and aorta is about 26 mm. The patient had thoracic aortic dissection and was treated with thoracic aortic graft (brand: microport castor, non-gore), physician decided to use viabahn device to treat aberrant right subclavian artery at distal part due to the branch graft of non-gore castor device was thin with diameter of 12 mm. A short sheath was used to advance viabahn device via femoral artery. During viabahn device advancement without sheath protection (not stuck yet) upwards to right subclavian artery in side of castor device, the distal marker on the viabahn device was observed moving downwards (opposite to the advancement direction). Viabahn device was stuck at the bifurcation position of right subclavian artery and aorta inside of previous castor device, couldn't be advanced to the target lesion. Physician tried to remove viabahn device. Due to viabahn was stuck, physician decided initiate the deployment, but deployment line was stuck after it has been pulled certain distance, the deployment line was broken with higher strength. Viabahn device and delivery system couldn¿t be separated. Therefore, a sheath was used to fix against the viabahn device, physician pulled delivery system with strong strength but couldn¿t remove it. Then, a sheath was used to fix against the viabahn device, physician pulled delivery system with strength and removed it. It was found viabahn device was completely expanded, its distal end was landed at the bifurcation position of right subclavian artery and aorta, proximal end was flowing within thoracic aortic. A non-gore fluency device was used in right subclavian artery to fix viabahn device and treat the lesion. Patient tolerated procedure.

Manufacturer narrative:
H10: the device remains implanted, the delivery system was returned for evaluation. Result of delivery system evaluation is pending for completion of investigation. One non-dicom movie clip and 2 jpeg images were returned for evaluation. There appears to be contrast in the right subclavian artery and a stent appears to be implanted in it. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. The cause of reported event was not established based on the imaging returned.

Manufacturer narrative:
H6: update investigation findings code and investigation conclusions code h10: the device remains implanted. Evaluation of returned delivery system indicates the nature of the complaint cannot be confirmed. The dual lumen exhibits columnar failure and has been cut. The cut delivery catheter is consistent with the reported attempts to use 14fr and then 16fr sheaths to fix the endoprosthesis while withdrawing the delivery catheter. The deployment line was observed to be broken at one end. The reported issue may be related to the reported advancement of the device without using an appropriate sheath per the device instructions for use (IFU). This investigation is considered complete. IFU statements materials required for implantation introducer sheath of appropriate size (table 1 in the IFU) introduction and position of the gore® viabahn® endoprosthesis with heparin bioactive surface using fluoroscopic guidance, advance the delivery catheter over the guidewire via the angiographic sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together.

Manufacturer narrative:
H10: the device remains implanted. Evaluation of returned delivery catheter indicates the nature of the complaint cannot be confirmed. The dual lumen exhibits columnar failure and has been cut. The deployment line was observed to be broken at one end. The cause of reported problem could not be confirmed.